Manufacturer narrative:
Additional information was received on (B)(6) 2019. The right implant was stated to have ruptured during a mammogram and has since hardened and grown considerably. This is consistent with capsular contracture (baker's grade unknown). Additionally, the devices were never explanted as originally planned. An explant is still pending. This report relates to the left prosthesis. 2. Is other serious- check 2. Is required intervention- uncheck reason for device explant and/or reoperation: n/a manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an (B)(6) year old caucasian female who underwent breast reconstruction revision with 200cc mentor memorygel breast implants experienced bilateral rupture and several unexplained systemic symptoms post procedure. The right side was stated to have ruptured and the left side leaking accompanied by pain and bruising. Additionally, nausea and dizziness were reported. As a result, an explant was performed on (B)(6) 2019. See 1645337-2019-16542 for contralateral prosthesis report.